Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window.

Event description:
The customer's friend reported via phone call that the customer's insulin pump kept beeping and would not stop. The customer stated that the screen was blank and that there was a circular dot at the top. The customer's blood glucose was 243 mg/dl. The customer further received a failed battery test alarm after administering a bolus. The bolus was delivered but the alarm occurred afterwards. While troubleshooting, the customer confirmed that neither the battery compartment nor spring were damaged or corroded. The customer received the failed battery test alarm again after inserting a new battery. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return their insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.